Event description:
Teh safety guard "broke" when a nurse attempted to activate it and they were scraped with the used needle. Follow-up communication with the nursing supervisor confirmed that the nurse had used their finger when trying to activate the safety guard. The nurse cleaned the scraped area on their finger, the pt was determined to be low risk, and therefore, no active medical treatment was provided.